Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02678. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the patient had heavily calcified access vessels, and a shockwave procedure was performed first in the common iliac. Next, the esheath was inserted without difficulty. Then a 26mm sapien 3 ultra valve was inserted and apparently hit a chunk of calcium while it was still inside the sheath. On x-ray it was observed that a distal stent strut was bent outward at approximately a 20 degree angle. The operator was unable to advance the valve any further in the sheath, so they removed the system and discarded it. A new esheath was inserted and a new delivery system with valve were inserted and implanted. There was no patient injury reported and the patient was stable. The valve and delivery system became stuck in the sheath approximately 2/3 through the sheath. The insertion angle was not overly steep. Photos provided revealed the esheath liner was torn and presence of a liner strand. The devices are not available for evaluation.

Manufacturer narrative:
Added codes to h.6 type of investigation, investigation findings, and component codes. Corrected codes in h.6 investigation conclusions. The device was not returned for evaluation. A DHR and lot history review were unable to be performed as no work order was provided. During manufacturing of the esheath introducer sheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site and the patient's access vessel had presence of calcification and tortuosity. The crimped valve was noted exposed through the liner tear area. A liner strand was observed along the liner tear. One valve strut was bent at the inflow and protruded through the sheath shaft during the procedure. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in the control phase. The resistance with the delivery system, liner tear, and liner strand were confirmed based of the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Due to no lot number provided, no DHR and lot history was able to be performed. Review of complaint history review and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr case the patient had heavily calcified access vessels, so a shockwave procedure was performed first in the common iliac. Next, the esheath was inserted without difficulty. Then a 26mm sapien 3 ultra valve was inserted and apparently hit a chunk of calcium while it was still inside the sheath. On x-ray it was observed that a distal stent strut was bent outward at approximately a 20 degree angle. The operator was unable to advance the valve any further in the sheath, so they removed the system and discarded it'. Per the provided imagery and noted, the patient's access vessel had presence of moderate/severe calcification and moderate tortuosity. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Factors such as calcification, and tortuosity can create a challenging pathway for delivery system insertion through the sheath. Calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, which can lead to high push force and resistance. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Per imagery provided, the esheath was noted to have a torn liner and a liner strand. As resistance was met during system advancement through the sheath, the operator likely excessively manipulated the delivery system to continue advancing the delivery system. It is possible that crimped valve interacted with the sheath, leading to the observed liner tear and strand. Additionally, the presence of calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. Per imagery provided, the crimped valve was exposed through the sheath liner and have a liner strand. It is possible that excessive device manipulation was performed to overcome the resistance during delivery system advancement and that the crimped valve interacted with the sheath leading to the observed liner torn and strand. The presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, while tortuosity can restrict the device insertion pathway increasing the chance of sheath interacting with the existing calcification. As such, available information suggests that patient (calcification/ tortuosity) and/or procedural (excessive manipulation, valve caught on liner) factors may have contributed to the reported event.